Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the pump insulin gauge was inaccurate. Additionally, the customer received an occlusion alarm. The customer's blood glucose was 138 mg/dl. Reportedly, the customer loaded a new cartridge and resumed insulin delivery.